Event description:
Customer reported emergency room visit due to high blood glucose of 589 mg/dl. Customer had food poisoning. During the emergency room visit, customer's blood glucose went to 52 mg/dl. Customer had diarrhea. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.